Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported a merlin.net transmission revealed the ICD exhibited t-wave oversensing episodes which resulted in loss of pacing. The patient was asymptomatic. Programming suggestions were provided.